Manufacturer narrative:
(B)(4). Baxter received the device. The reported symptom, "turned off on it's own" was unable to be confirmed or reproduced during evaluation. The device would not power on in its received condition. Because the symptom could not be reproduced, cause could not be determined. An ehl review was not performed due to the reported problem being a failure without logical activities or recorded events (e.g. Alarms, errors, etc.) That would confirm the problem or identify the direct cause of the event.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. Any patient involvement, injury or medical intervention is unknown.